Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from 42-44 mg/dl. The cause of the low bg level was unknown. Reportedly, the customer required assistance from partner to treat bg level via consumption of carbohydrates. Additionally, it was reported that out of range issues occurred between the transmitter and pump for an unknown amount of time. Pump data review by tandem clinical support confirmed the pump was functioning as intended.